Event description:
It was reported that a malfunction alarm occurred on the pump, displaying malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information.